Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had blank display. Customer performed troubleshoot but display did not return even after restart. Customer¿s blood glucose was 7.7mmol/l at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. (B)(4).